Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a premature ventricular contraction procedure, there was a mapping shift resulting in a clinically significant delay. An rv model and map was created the mapping catheter. When the mapping catheter was exchanged with an ablation catheter to begin ablation, it was noted that all of the prs-p sensors turned red. It appeared as though they were still in the same initial location, however, they were all red. Troubleshooting included attempting to manually adjust the prs-ps to turn green, but the issue persisted. In order to continue the procedure, a new model was created, followed by resetting the metal baseline, and continuing to map and ablate. After the ablation was completed, the physician waited twenty minutes to make sure that the pvc¿s were gone. After the waiting period was completed, the sheaths were pulled and planned to get the patient off the table. At this point, the pvc¿s returned, so the physician decided to get access and put the catheters back in to ablate more. However, when the catheters were placed back into the patient, it was clear that the model has shifted. There was no error messages displayed and no indicators that would suggest that there was anything off with the model. It was also noted that the prs-a and prs-ps were green the entire time. In order to proceed, remapping was done, including new geometry and a new map. Ablation was completed at the target site and the procedure was completed with no adverse events to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11 the reported event stated that ¿when the catheters were placed back into the patient, it was clear that the model has shifted." The case study and log files were reviewed. No software anomaly was found. A shift related to prs movement was confirmed. It was noted that the correct workarounds for prs sensors turning red on ensite was followed. Review of the ensite x cardiac mapping system voxel mode confirms that in some cases a shift can occur. If a shift occurs, it is recommended to remove any metal that may be causing distortion. Additionally, use the prs setup screen to align the prss to the original location, reset metal baseline, or begin a new study. See ensite x ep system IFU, setup, system, prs sub-tab.